Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump passed the required tests. Further troubleshooting revealed that the customer had accidentally set a basal rate to 0.0 units per hour. The customer was assisted in deleting that basal rate

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.